Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl. Reportedly the customer accidentally delivered a bolus. Customer was treated with 4 bottles of apple juice and 40cc¿s of sugar water to address bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.